Event description:
A consumer reported that the footswitch broke down during a cataract procedure on a pt. The surgery was completed using another device or procedure. There was no pt harm. Additional info has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to data. (B)(4).